Event description:
Pt had laser eye surgery done which was great in the first week post operative. Pt is now vision impaired. Pt tears excessive all the time and cannot drive. Pt heard md has been putting gemstones in people's eyes. Md said pt's eyes absorb too much laser and cannot wear contacts.